Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redy1757 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter leaked fluids in the process of placement. No other information was provided.

Event description:
It was reported that the catheter leaked fluids in the process of placement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one segment of digital video which depicted a 3fr s/l groshong catheter. The depicted device was implanted in a patient and assembled with a two-piece connector. The luer was accessed and during flushing, a leak was observed in the catheter shaft between the connector and the insertion site. A leak was evident in the submitted video; however, inspection of the video was insufficient to identify the cause of the leak. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and stylet damage. H3 other text : evaluation findings are in section h.11